Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via radial artery. The 16x2.25mm, concentric, de novo target lesion was located in the left circumflex (lcx) artery. After predilation was performed with a balloon catheter, a 2.25x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion, however, a distal edge dissection was noted. No further patient complications were reported and the patient's status was stable.